Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed errors 25520,707,1 pointed to right master tool manipulator (mtmr2). Completely non responsive upon site arrival. A new master tool manipulator (mtm) was installed on surgeon side console (ssc2). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation was able to be reproduce the reported failure (error 25520) during calibration (via matlab). The following parts will be replaced as a fix: axis 7 motor, esmy pc, yaw frame.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error on right master was observed and universal surgical manipulator (usm) 4 was not working. Logs point to error 25520, 707, and 1 error pointing to right master on surgeon side console (ssc2). Site stated surgeon moved to other console and completed the case with three usms. Right master was set to usm 4 which is why usm 4 was not working. No issue or errors with usm 4. The procedure was converted to another dv with no reported injury.